Event description:
Additional information was received from the healthcare provider indicated that there was no issue with the pump and that the patient had unrealistic expectations. It was reported that a dye study was performed as well as a "drug holiday".no further complications have been reported.MDR decision corrected to not reportable. No additional supplementals required unless additional information received indicates reportable event.

Manufacturer narrative:
Review of this MDR and/or additional information received shows that there is no information to reasonably suggest that the device in this report may have caused or contributed to a death or serious injury or that the device in this report had malfunctioned. Therefore, this event did not and does not meet the reporting requirements stipulated in 21 cfr 803. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
On (B)(6), additional information was received from a patient. The patient called to inquire if they should be having pain at all with the pump. The patient stated that since they had the pump, it has never really done the job as far as taking the pain away. The patient stated the pain was barely there when they first get up in the morning and continued to increase throughout the day until they were miserable. The patient stated they were also experiencing what they thought were back spasms which started about a year ago, but felt they just had a bad upper back. The patient stated the healthcare professional (hcp) has tried increasing medication each time they go in and this last refill, which was about two weeks ago, they added baclofen to see if that helped with spasms. The patient stated they had back surgery prior to having the pump and they messed it up. The patient stated that now, she has cl umped nerves in their lower back. The patient stated they took a CT of her back prior to having the pump about a year and half ago. The patient stated they have now tried giving her oral medication to see if that would help as of 3 months ago, but she couldn¿t take it because it made her go to sleep and feel like she was crazy. The patient mentioned they tried giving her a different oral medication but that was too expensive and suggested therapy, but that can't happen due to covid-19. The patient stated she has an appointment with their hcp next week and would continue to follow up with him. The patient's pump contains clonidine (26.27 mcg/day), baclofen (17.51 mcg/day), droperidol (7.004 mg/day) and hydromorphone (350.2 mg/day).

Manufacturer narrative:
H6; patient codes have been updated to include c50789 and c50656. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the consumer via a device manufacturer representative regarding a patient receiving an unknown drug via an implantable infusion pump. It was reported that the pain pump was not working; she also stated that her pain level was 4. It was unknown if any environmental/external/patient factors that may have led or contributed to the issue. It was unknown if the issue was resolved; the patient was alive with no injury. No further complications have been reported as a result of this event.